Manufacturer narrative:
Section d4, h4: additional information. Investigation summary: the report of a damaged modular cable cannot be confirmed. The heartmate 3 lvas IFU explains how to replace the modular cable. Section 5 notes that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of this document cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 7 of this IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." Finally, section 8 explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The heartmate 3 lvas patient handbook contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2019 the patient presented with damage to the driveline and a log file analysis was completed. The log file analysis captured routine events, including many pulsatility index (pi) events, and there were no notable alarm conditions or parameter changes. The patient came to the clinic with the driveline taped together because it had tears and fractures. The distal portion of the modular cable was replaced. The patient had no other symptoms or treatment.